Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
User states that while driving the scooter the power surges to fast then slow.